Manufacturer narrative:
One used product sample was returned to smiths medical. The examination of the returned sample showed no abnormalities. The returned sample was given functional testing: this showed no leaking or air bubbles occurring in the line. The reported issue could not be duplicated during testing. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedure. The review also showed the quality inspection performed after assembly process was also being performed as per procedure. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Initial reporter's complete. (B)(6).

Event description:
It was reported that air passed through the filter of a cadd® administration sets with air-eliminating filter. An air bubble was found past the air filter. A peripherally inserted central catheter was used for vein access. No injury was reported.